Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2002. They sought medical attention for redness and swelling at the piercing site. The earring was embedded and a simple removal was performed and oral antibiotics were prescribed.